Event description:
The customer reported that she had issues with clogged ducts and consulted a lactation consultant who tested her breast pump and found the suction to be low. She phoned her doctor and was given a prescription for a yeast infection.

Manufacturer narrative:
Customer service sent the customer a replacement pump. In follow up with the customer, she indicated that she had her breast pump tested and it was found to have low vacuum levels. She is being treated for mastitis that began with clogged ducts, and ductal yeast. She is taking both diflucan and an antibiotic with good response. She also indicated that she would return the pump for testing/analysis. As of the date of this report, the pump has not been received. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The product has not been received for testing/analysis. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. Complaints will be monitored for similar issues.